Event description:
Ref imp #: (B)(4).

Manufacturer narrative:
Document review: evolis std femur size 4 right; ref 3010.204d/lot #: 090383((B)(4) devices produced and all already sold without any other similar issue reported). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, the revised tibia has code 3031.0203, but we have not been able to have the lot number. This was the tibia implanted during the first revision of (B)(6) 2013. At that time, the revised tibia - the only component revised was the following: evolis cemented fixed tibia tray size 3: ref 3031.0203/ lot #: 102119 ((B)(4) devices produced and (B)(4) sold without any other similar issue reported). All parameters were found to be in accordance with the specifications valid at the time of manufacturing. From the data collected, there are no evidences that the event is device related but both the revision seem to be likely due to a bad cementation technique, that led to the mobilization of the implants.